Event description:
On (B)(6) 2018, osteomed was notified of an adverse event related to the single jaw orthognathic splint. Per the information received, the patient had a orthognathic double-jaw surgery on (B)(6) 2018. The procedures included a le fort I maxillary osteotomy, bilateral sagittal split mandibular osteotomy and a genioplasty. The splints are used to align the bones and facial structures in place to then be fixated by plates and screws. The surgery was deemed successful on (B)(6) 2018. However, when the patient came back in for his post-op follow up with the physician (approximately 6-8 weeks later), his dental midline was off by 2 millimeters.

Manufacturer narrative:
This MDR submission is being cancelled. Per our supplier agreement with medcad, they are responsible to file adverse events associated with products that they manufacture. The adverse event has been filed by medcad. Therefore, please refer to the following report for the details and root cause associated with this event - MFR. Report # 3009196021-2018-00001.

Event description:
On (B)(6)2018, osteomed was notified of an adverse event related to the single jaw orthognathic splint. Per the information received, the patient had a orthognathic double-jaw surgery on 06/01/2018. The procedures included a le fort I maxillary osteotomy, bilateral sagittal split mandibular osteotomy and a genioplasty. The splints are used to align the bones and facial structures in place to then be fixated by plates and screws. The surgery was deemed successful on 06/01/2018. However, when the patient came back in for his post-op follow up with the physician (approximately 6-8 weeks later), his dental midline was off by 2 millimeters.